Event description:
A (B) (6) customer tested his blood glucose and received a reading of 18.8 mmol/l (338 mg/dl) using his contour meter. He retested using another meter and received a reading of 8.2 mmol/l (148 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.